Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient was presented to ed with a pump stop noted on interrogation with multiple power related/no external power alarms noted prior to the event. Log file review captured a loss of power to the mpu on 15nov2025 @0832. The pump continued to operate at the set speed and was supported by the controller's backup battery until it depleted and the pump stopped at 10:42 a.m. Additional log files were submitted for evaluation on 17nov2025 that captured multiple silence alarm button pressed events on 15nov2025 from 0835-1020 and that the clock was synched on 15nov2025 at 23:40 and the equipment was functioning as intended. Repeat log files were sent on 17nov that showed no unusual events following the power loss on 15nov2025. The site planned to monitor trends closely after the weekend events. It was not reported whether the mpu was still operating properly at the time of the event. The patient's mpu was noted to have a v-lock connector. It was unknown if the mpu was unplugged from the wall or power in the home was lost. The mpu was removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion was confirmed via analysis of the submitted log files. Log files were submitted for review and data from the dates of 15nov2025 ¿ 16nov2025, and the timestamp of 01jan2000 were reviewed. The log files captured low voltage hazard and no external power alarms on 15nov2025 from 08:32:45 to 10:44:59 due to a loss of external power while connected to the mpu. The system controller backup battery activated to support the system during the loss of external power. After continued use the backup battery became fully depleted, resulting in the pump stopping on 15nov2025 at 10:42:24 and the controller powering off at 10:44:59. The system controller was then powered back on, and upon powering on the system controller the system controller clock was observed to have reset to the default timestamp of 01jan2000, which caused a controller clock set alarm to activate. After reconnecting the system controller to power, the pump ramped up to the set speed without any issues. Due to the system controller clock being reset, the exact duration of the pump stop event could not be determined from this log file. The controller clock not set alarms resolved once the controller clock was synched to the correct date of 15nov2025 at 23:40:31. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The reported event of a full battery depletion was determined to be due to the backup battery becoming depleted while supporting the system during a loss of external power; the root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 ifusection 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20mar2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: d9. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on (B)(6) 2025 the customer had no knowledge if the ac power cord became loose from the back of the mpu or the wall outlet or if there were environmental changes that could have affected ac power. The mpu was shipped for evaluation.